Event description:
It was initially reported that while attempting to upgrade the physician's handheld that an error message(s) were received while attempting to upgrade the handheld to a new software version. It is unclear what the specific error message was that was received. The handheld, both the old (v8.0) and new (v8.1) software version flashcards were returned to the manufacturer for evaluation. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. The cause for the reported complaint is associated with a missing vns81 folder. The cause for the missing folder is unknown, but the missing cyberonics80 and cyberonicsbu files on the flashcard and the missing folder in the handheld suggest it is most likely associated with an incomplete v8.1 upgrade. No other anomalies were identified. Good faith attempt for more information have been unsuccessful to date.